Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
Concomitant medical products: 42502806801 - femoral component - 64577808. 42530007901 - tibial component - 64679033. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01936, 0001822565-2021-01937.

Event description:
It was reported that the patient underwent primary left total knee arthroplasty. Approximately 3.5 months later, the patient developed pain and stiffness. It was noted that the patient withdrew from clinical study and seeking treatment/opinion with another surgeon. Attempts have been made and no further information has been provided.